Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be released from the delivery catheter. The lp was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported complaint of separation failure was not confirmed. Visual analysis was performed and the outer and inner helix was within specification. Inner diameter of buttonhole was measured and found to be within specification. Electrical testing was performed and device was found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.